Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving the enterprise 5000x bed. It was reported that the bed's hinge and gas spring broke while the bed was being lowered. A patient was in the bed during the event. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of an event involving the enterprise 5000x bed. It was reported by the customer that the bed got broken with a patient in the bed. No injury was indicated. Based on the inspection results and photographic evidence provided by the arjo technician, it was determined that one of the backrest hinge broke in two pieces and damaged/disconnected gas spring (damper). It was indicated by the arjo technician that the gas spring could have been blocked by the obstacle. According to the arjo technician, there was no physical evidence or witnesses to explain what exactly happened. The observed damages (damaged hinge and at the same time broken gas spring) and review of the post market surveillance data suggest that the most probable cause might have been an obstacle met by the bed during its lowering (e.g., windowsill, room equipment) that could blocked the bed movement contributing to the bed damage. Such a conclusion is also consistent with the observation of the arjo technician, suggesting that the bed may have been caught on an object. However, the customer stated that no obstructions were found during the event. The instructions for use (IFU) delivers crucial information and warnings about proper usage of the equipment, including: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other obstacles do not restrict its movement¿. In summary, it is not known exactly how the hinge was damaged, but the investigation indicates that the human factor cannot be ruled out. Arjo device failed to meet its performance specification since components were damaged. The complaint was deemed reportable due to the hinge breakage during use of the bed with the patient.